Event description:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR which was submitted on july 30, 2021. This complaint is not reportable because this product manufactured by pentax aohua, are distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax aohua. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR which was submitted on july 30, 2021. This complaint is not reportable because this product manufactured by pentax aohua, are distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax aohua. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the ccd cable. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. This report is being filed as part of the pentax backlog management plan.

Event description:
No image. This event occurred at the time of before use. There was no report of patient harm.